Event description:
Information received from the field notes that an evaluationshowed cell voltage of 2.42v and 80 microamps of current drain without any programming changes. The patient stated that she experienced a very close lightning strike.~~~~~~~~